Event description:
Event verbatim [preferred term] skin blisters / burn blister [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient, not pregnant, pre-menopausal, started to use thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: x17143; expiration date: mar2021; from (B)(6) 2019, once for about 8 hours for neck pain. The patient's medical history was not reported. Concomitant medications were none. The patient used thermacare in the past (since about 3 years, about 6 times per year). No similar events have occurred in the past. Other thermal products were used from time to time for many years without causing any troubles.). The product was applied directly onto the skin (directly on the neck for about 8h). She developed skin blisters / burn blister in (B)(6) 2019. On the internet, she casually read that thermacare could cause burns. The patient did not do any sports before applying the product and did not control her skin before application. No medication was used on the skin. Formation of blisters was under the heat wrap. Beginning of (B)(6) 2019 at noon time, after 8-hour-long application. The patient felt already better, however had a scar. The physician was not contacted due to the event. No treatment was received. The product had not been applied since the event. Action taken with the suspect product was permanently discontinued. Clinical outcome of the event was resolved. Additional information has been requested and will be provided as it becomes available. Follow-up (14jun2019): new information received from the contactable consumer included: patient data (age, weight, height), suspect product data (updated trade name, start date, lot number, expiration date, dosage, indication, action taken), deny of concomitant medications and treatment received, new event (burn blister), event outcome. Company clinical evaluation comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] skin blisters / burn blister [burns second degree] , scar [scar]. Case narrative:this is a spontaneous report from a contactable consumer. A 29-year-old female patient, not pregnant, pre-menopausal, started to use thermacare heatwrap (thermacare neck, shoulder & wrist) lot number: x17143; expiration date: mar2021; from (B)(6)2019, once for about 8 hours for neck pain. The patient's medical history was not reported. Concomitant medications were none. The patient used thermacare in the past (since about 3 years, about 6 times per year). No similar events have occurred in the past. Other thermal products were used from time to time for many years without causing any troubles.). The product was applied directly onto the skin (directly on the neck for about 8h). She developed skin blisters / burn blister in (B)(6) 2019. On the internet, she casually read that thermacare could cause burns. The patient did not do any sports before applying the product and did not control her skin before application. No medication was used on the skin. Formation of blisters was under the heat wrap. Beginning of (B)(6) 2019 at noon time, after 8-hour-long application. The patient felt already better, however had a scar. The physician was not contacted due to the event. No treatment was received. The product had not been applied since the event. Action taken with the suspect product was permanently discontinued. Clinical outcome of the event burn blister was resolved. Clinical outcome of remaining event was unknown. According to product quality complaint group, batch x17143 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c). This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports , "he got one blister on the skin." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Follow-up ((B)(6) 2019): new information received from the contactable consumer included: patient data (age, weight, height), suspect product data (updated trade name, start date, lot number, expiration date, dosage, indication, action taken), deny of concomitant medications and treatment received, new event (burn blister), event outcome. Follow-up ((B)(6) 2019): new information received from product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event "scar" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Batch x17143 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c to 41.6°c). This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperatures.conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports , "he got one blister on the skin." The cause of the wrap causing a burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.